Event description:
It was reported that following removal, foreign material was found. During a pulmonary embolization procedure to an unspecified small vessel, the direxion hi-flo became progressively harder to feed a fathom wire into the microcatheter. The physician proceeded to get the catheter into the desired location and elected to proceed with coil embolization with a non-bsc coil. The coil would not load. Physician assumed that he had not seated it correctly, so pulled a second non-bsc coil, and it too would not deploy. The physician elected to swap out the direxion, and at that point could not load the wire. The physician chose to give up access, pulled the catheter and then used a second direxion to get into place and successfully coil the bleeding vessel. On the back table, the physician tried to load the fathom into the catheter, and noted what appeared to be plastic debris in the hub. The wire would not load. The catheter was then fed onto the wire from the distal end of the catheter. The wire fed all the way through until it reached the hub, only to stop and get caught up at the hub. I could not even force the wire through the "debris" on the bench top with lots of pushing. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - product analysis. The returned microcatheter shaft was visually inspected for defects and none were found. The hub was then visually examined and a crack was noted to the inside of the hub. A test 0.021 guideiwre could not be inserted into the hub of the microcatheter due to the crack, the guidewire was then inserted into the distal tip but could not exit the hub again due to the crack. No foreign matter was observed during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that following removal, foreign material was found. During a pulmonary embolization procedure to an unspecified small vessel, the direxion hi-flo became progressively harder to feed a fathom wire into the microcatheter. The physician proceeded to get the catheter into the desired location and elected to proceed with coil embolization with a non-bsc coil. The coil would not load. Physician assumed that he had not seated it correctly, so pulled a second non-bsc coil, and it too would not deploy. The physician elected to swap out the direxion, and at that point could not load the wire. The physician chose to give up access, pulled the catheter and then used a second direxion to get into place and successfully coil the bleeding vessel. On the back table, the physician tried to load the fathom into the catheter, and noted what appeared to be plastic debris in the hub. The wire would not load. The catheter was then fed onto the wire from the distal end of the catheter. The wire fed all the way through until it reached the hub, only to stop and get caught up at the hub. I could not even force the wire through the "debris" on the bench top with lots of pushing. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).